Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The foot section had a broken weld on the bar that holds the motors.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that weld was broken on the foot section of the bed on the left side where the motor and actuators mount, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The foot section had a broken weld on the bar that holds the motors.